Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver that was being used for training did not recognize the batteries. The customer also reported that several different batteries and docking units were tried on the companion 2 driver but the issue did not resolve. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no anomalies. The patient file was copied and reviewed, which revealed multiple external battery error alarms on the date of the customer experience ((B)(6) 2016). During investigation testing, the customer-reported issue could not be reproduced. Multiple external batteries were tested, and the driver recognized all of the external batteries and functioned as intended. During investigation testing, there was no evidence of a device malfunction, and the driver met all test performance requirements. The companion 2 driver was not supporting a patient at the time of the customer-reported issue and, therefore, there was no patient impact. If the driver had been supporting a patient, the customer-reported issue would pose a low risk to a patient because the driver would have continued to perform its life-sustaining functions. The companion 2 driver is designed to always be connected to at least two power sources - the internal emergency battery and either of the two external batteries and/or an external ac power source. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver that was being used for training did not recognize the batteries. The customer also reported that several different batteries and docking units were tried on the companion 2 driver but the issue did not resolve. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.